Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during eye surgery, the end of the matrix midface screw was found to have a burr. The procedure was successfully completed using another device. There was no patient consequence. There was no surgical delay. This report is for one (1) ti matrixmidface screw self-drilling 4mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: august 30, 2019 part number: 04.503.224.04c, ti matrixmidface screw self- drilling 4mm lot number: 15l7629 (non-sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00 lot number: 3l33328 inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the complaint device ti matrixmidface scr self-drill 4mm (product code: 04.503.224.04c, lot number: 15l7629) was returned to customer quality (cq) west chester for investigation. During inspection, the device appeared to be stripped which might have happened during implantation. No other issues were identified. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. 1.55mm midface self-drilling screw, current and manufactured revisions. Dimensional inspection: no issues warranting a dimensional inspection were identified during evaluation. Complaint confirmed: the overall complaint is being confirmed for the device. Investigation conclusion: the device showed damage associated with usage of the device. There was no excessive burr on the screw. Hence, the overall complaint is being confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.